Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to 19 inappropriate shocks caused by oversensing. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. Additional information received reported the lead was fractured.